Event description:
During a laparoscopic endometrial procedure on 9/25/97, the surgeon indicated that he "saw a spark" which severed the external iliac artery. The pt required 7-8 units of blood and immediate surgical repair. The generator was in use with a monopolar cord, model 910-01r and a wolf l hook device, model 8283-423. The spark was not seen by the attending o.r. Staff. The customer is not alleging a malfunction.